Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cellulitis at the cardiac resynchronization therapy pacemaker (crt-p) incision site. It was noted that the incision had superficial redness, a small bulge, and mild tenderness. Antibiotics was administered, and the crt-p system was later removed. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.